Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), medical device removal ("surgery to remove the defective device"), uterine leiomyoma ("fibroids"), bile duct stone ("they think I may have stones in my bile duct") and blood test abnormal ("stuff was elevated in my bloodwork") in a 32-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 1 in (B)(6) 2012 and multigravida. Concurrent conditions included diabetes since 2006, gastritis since 2003, blood pressure high since 2000 and headache. Concomitant products included insulin detemir (levemir) since 2006 and simvastatin since 2000. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) with menstrual disorder, female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bile duct stone (seriousness criterion medically significant), blood test abnormal (seriousness criterion hospitalization) and mood swings ("mood swings"). The patient was hospitalized and discharged in (B)(6) 2014. The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, medical device removal, uterine leiomyoma, bile duct stone, blood test abnormal, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for bile duct stone, blood test abnormal and uterine leiomyoma with essure. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, medical device removal, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils visualized at the right ostium and one coil visualized at the left ostium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion then successful occlusion of the fallopian tubes. Quality-safety evaluation of ptc: final assessment: lot number a27186; manufacture date: jul-2012; expiration date: jul-2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are considered unrelated by the company and are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, treatment drug, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events pain, vaginal bleeding, menorrhagia, apareunia, dysmenorrhea and lower abdominal pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), medical device removal ('surgery to remove the defective device'), uterine leiomyoma ('fibroids'), bile duct stone ('they think I may have stones in my bile duct') and blood test abnormal ('stuff was elevated in my bloodwork') in a 32-year-old female patient who had essure (batch no. A27186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in november 2012 and multigravida. Concurrent conditions included diabetes since 2006, gastritis since 2003, blood pressure high since 2000 and headache. Concomitant products included insulin detemir (levemir) since 2006 and simvastatin since 2000. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma (seriousness criterion medically significant) with menstrual disorder. On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding") and menorrhagia ("menorrhagia/ abnormal bleeding"). On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bile duct stone (seriousness criterion medically significant), mood swings ("hormonal changes: mood swings") and abdominal pain ("abdominal pain") and was found to have blood test abnormal (seriousness criterion hospitalization). The patient was hospitalized and discharged in october 2014. The patient was treated with ibuprofen and surgery (B)(6) 2014- total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, medical device removal, uterine leiomyoma, bile duct stone, blood test abnormal, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, abdominal pain lower and abdominal pain outcome was unknown. The reporter provided no causality assessment for bile duct stone, blood test abnormal and uterine leiomyoma with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, female sexual dysfunction, medical device removal, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: four coils visualized at the right ostium and one coil visualized at the left ostium. Patient has received treatment for apareunia, dysmenorrhea, abdominal pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: successful occlusion of the fallopian tubes. Quality-safety evaluation of ptc: final assessment: lot number a27186; manufacture date: jul-2012; expiration date: jul-2015 since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are considered unrelated by the company and are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Event abdominal pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the defective device") in a female patient who had essure inserted for birth control. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 21-mar-2018: the case will be deleted from bayer pv database because this is a duplicate of the case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the defective device") in a female patient who had essure inserted for birth control. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.